Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. After discussing with customer service and completing troubleshooting steps, including site rotation and cartridge cycling, occlusion alarms persisted. The customer continued using the x2 pump without issues and was informed of the plan to send a replacement pump while using the current one in the interim. Customer received instructions on storage and return procedures for the pump.